Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 13.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approximately 3 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed an abraded through insulation, particularly between 18.5 cm and 15 cm proximal to the lead tip which can be considered the root cause of the clinical observation reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to rising impedance values and noise. In addition, the patient also reported that the device moved laterally and up and down. Should additional information be received, this file will be updated.